Manufacturer narrative:
While no serious injury resulted in this event, there has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. Evaluation found the main board is out of calibration. The device is not getting hot. The customer may have a clogged insert (insert not sent in for evaluation).

Event description:
While using a g90 scaler, the insert tips get hot when higher than 40 psi; no injury resulted.